Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been further complaints reported with this failure mode in the past three years. The device was intended for use in treatment. No samples were returned, preventing a product evaluation. The reported dressing component is supplied by a third party. Therefore reported issue may be caused by a supplier / raw material fault. However, we have not been able to confirm a relationship between the event and the device. We have not been able to identify a root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Additional information h10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported the paper backing does not come apart from the orange section of the dressing film. The less adherent side of the paper is what the dressing is sticking to, so it cannot be separated from the paper. Customer had to rip off the orange section of the dressing reducing the overall surface contact of the dressing to skin. Treatment finished with s&n backup. No injury reported.